Event description:
During an in clinic follow-up, the device was interrogated and revealed the device was in backup operation. The device was reprogrammed to resolved the event. The patient was stable.